Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose over 450mg/dl. The father stated that the customer was vomiting really bad, had stomach pain during night, but her daughter kept saying that her blood glucose was fine. The caller stated that the customer was in an accident while driving. It was mentioned that her carbon dioxide was down so low and could not walk. Troubleshooting was performed, and the drive support cap appears to be normal. The father mentioned that the display window was scratched. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. Assisted the caller to run a manual prime and the insulin did exit. Advised the father to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.